Event description:
During a stent procedure the balloon ruptured; however, the stent was successfully depleted. No pt effects were reported. This is being upgraded to a serious injury MDR because medical intervention, placement of a stent, was required to treat a perforation and an occlusion/thrombus.